Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), air went into the sgc; if this were to occur in the anatomy there is potential to introduce air into the patient. It was reported that during preparation of the steerable guiding catheter (sgc), the dilator was advanced into the homeostatic valve of the steerable guiding catheter (sgc) and air went into the sgc. De-airing was performed several times and aspiration was performed. There was no patient involvement. A new sgc was used without issue. There was no clinically significant delay in the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported from this lot. Returned device analysis found that the device successfully passed leak testing on bench; however, a leak was observed in the water bath. The reported leak appears to be related to an observed torn silicone valve. It is possible that the user technique used to insert the dilator during preparation contributed to the silicone valve tear, which resulted in the observed leak; however, the cause of the tear cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.